Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a meniscal repair procedure, the inserter needle fractured while being removed from the patient. The missing part was located and removed by additional incision. There was a surgical delay of twenty (20) minutes while the fractured needle tip was located and removed. There was no patient impact and no adverse events have been reported as a result of the malfunction. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign: germany. The product will not be returned to zimmer biomet for investigation, as the product has been discarded. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted. H3 other text : see h10 narrative.